Event description:
(B)(4) clinical study patient was implanted on (B)(6) 2005 with large size prodisc-c at level c6-c7. Prior to implantation, the patient experienced neck and arm pain for 6 weeks to 1 year, and was treated with narcotics, and physical therapy. On (B)(6) 2012, patient returned to study site complaining of slight neck and left shoulder discomfort as noted in dictation for 84-month visit. Upon examination, investigator noted severity of event as mild, not interfering with daily activities, and no action was required. Investigator also concluded the adverse event was definitely related to the type of surgery, but definitely not related to the implant. Patient has been taking aleve. The implant was not explanted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No explant date available. Without a lot number,, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. This case involves a patient implanted with prodisc c on (B)(6) 2005. On (B)(6) 2012 the patient complained of slight neck and left shoulder discomfort. On the prodisc c adverse event report the clinician noted that the discomfort was definitely not related to the implant and that there was no implant involvement. The pain was noted as mild not interfering with daily activities, no x-rays were taken, and no action was required other than over the counter medication. The clinician noted that the discomfort is most likely related to the surgery but not the implant. As such no failure mode of the implant has been identified as contributing to the soreness. As no involvement of the implant has been identified the complaint is invalid from a design perspective.